Event description:
Boston scientific crm received information that this right ventricular (rv) lead displayed shock impedances of less than twenty ohms in initial triad configuration. Additional shock impedance measurements were taken in the two other configurations and were within appropriate range. It was suspected by the physician that the patient's left ventricular assist device was interfering with the measurements. The physician was confident in the lead integrity and measurements. No adverse patient effects were reported.

Manufacturer narrative:
As of today, all information indicates that this lead remains in service. No additional information is available. Should additional information become available, this report will be updated.